Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that there was a possible lens exchanged for an implantable collamer lens that was implanted into a patient's left eye (os). Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.